Event description:
The following was reported to the manufacturer: "patient presenting with subarachnoid hemorrhage (sah and seizures. Diagnostic procedures yielded a basilar aneurysm plus 6 more aneurysms. Coilng was performed on basilar aneurysm. Normal recovery for patient ensued until day 13 post-op. Hemorrhage and vasospasm evident on angiogram. Patient was stable during procedure, but slow to awaken. A CT (computer tomography) scan showed evidence of an mca (middle cerebral artery) rupture. It was suggested that a guidewire ruptured the artery. No product failure or design issue was alleged on the device in question".

Manufacturer narrative:
Several different guidewires were used during this event, but it was not specified as in which guidewire was suggested to have ruptured the artery. However, it was reported that no product failure or design issue was alleged on the device in question). Add'l 510(k) #: k023700, k002907.